Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of bolus history shows all bolus¿ delivered were normal bolus¿. There were no audio bolus¿ recorded in the bolus history. The pump was exercised for 24 hours and no programmed bolus¿ recorded in the pump history. Accuracy flow test was completed without any delivery defects found; no programmed bolus¿ recorded during flow accuracy testing. Review of basal history and total daily dose history indicates basal deliveries are correct as programmed set by user. Bolus¿ in bolus history add up correctly to the total daily dose history. There was no damage found to the keypad. All buttons responsive during investigation, no hypersensitive keys found. The keypad was removed; no damaged/misaligned contacts or evidence of contamination found under the button contacts. Investigators were unable to confirm or duplicate complaint of unexplained bolus deliveries during this investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015, the patient was treated by a nurse for loss of consciousness and blood glucose (bg) of 58mg/dl. The type of treatment was not specified. Customer technical support reviewed the pump with the reporter. All basal settings and histories were found to be correct. Troubleshooting indicated that there were extra bolus records in the pump history that could not be explained. An air bolus was performed during troubleshooting and was accurately recorded. This complaint is being reported because the patient allegedly experienced hypoglycemia requiring third-party assistance associated with extra boluses that were not programmed by the user.